Manufacturer narrative:
Additional information provided: d.10. An unspecified failure was reported. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted a piece of the male luer collar was broken off. The broken off pieces were not received for evaluation. There was also a crack around the collar. Further inspection observed no stress or tool markings at the break site. No other issue was observed. Functional testing resulted in no leaking. The root cause of the observed male luer breakage was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. The customer stated that there is no event information available

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.